Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: an f/g, promus element, mr, ous 2.75x38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 215mm distal to distal end of strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 11jun2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery. A 2.75x38mm promus element ¿ long stent was advanced but despite several attempts, the device still failed to cross the lesion. The device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break at a portion that could enter the patient's body.